Event description:
Nine coils were used in an aneurysm coiling procedure. Post procedure, it was reported the patient developed transient ischemic attack (tia) and hemiparesis. The report also mentioned that the physician observed a metallic artifact some distance away from the aneurysm (from MRI images). The patient status was reported as 'doing better'.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient. Models and lot number involved: (additional) - model number: x-5-15-t10-mc / lot number: 5347161 - dom: 03/15/2008 - exp: 02/01/2013. Model number: x-5-10-t10-mc / lot number: 5374587 - dom: 03/18/2008 - exp: 03/01/2013. Model number: x-3-5-t10-mc / lot number: 5052211 - dom: 02/04/2008 - exp: 11/01/2011. Model number: x-3-8-t10-mc / lot number 1873145 - dom: 07/05/2006 - exp: 07/01/2009. Model number: n-2-t10-so / lot number: 5749401 - dom: 05/06/2008 - exp: 05/01/2011. Model number: n-2-3-t10-ts / lot number: 6196509 - dom: 07/07/2008 - exp: 07/01/2011. Model number: x-2-2-t10-hss / lot number: 6841985 - dom: 11/03/2008 - exp: 11/01/2013. Model number: x-3-4-t10-tc / lot number: 1821145 - dom: 06/01/2006 - exp: 06/01/2009.